Manufacturer narrative:
D1 (brand name) has been updated. E1 (zip code extension) has been added as it was omitted from the initial mw. The root cause of the controller error alarm and loss of placement signal was due to an aic software anomaly.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male patient who had an impella 5.5 successfully implanted under tee and fluoroscopic guidance. After implantation, the patient developed bigeminy, and the pump was noted to be rocking on tee. Multiple repositioning attempts were performed, achieving a mid-ventricular stable position at approximately 4.8 cm; however, stable positioning was challenging due to a tortuous aortic arch. The care team elected to explant the impella 5.5 due to concern that the pump would not remain stable with patient movement. The impella 5.5 was removed, and an iabp was inserted.

Manufacturer narrative:
Correction: d6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.